Manufacturer narrative:
Based on the information provided ¿ which may include the returned devices (if available), photographs, videos, event descriptions, and additional field input ¿ arthrex has determined the most likely cause of the reported failures. The most likely cause is attributed to a patient-specific event, including compromised tissue quality and intraoperative anatomical challenges that limited the ability of the implants to achieve fixation. These tissue-related limitations ultimately prevented the constructs from maintaining secure purchase and led to graft pull-through and repeated fixation failure. Per (B)(4) revision 3 ¿ section e. Warnings. 11. ¿postoperatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device and bone.¿

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via email that during a procedure, the surgeon explanted aflex402 arthroflex dermal allograft, two ar-19032c fiberstitch rc implant 1.5, and three ar-4580 fiberstitch implant 1.5, along with associated sutures of two ar-7559t tigerlink suturetape and four ar-7255 fiberwire #0. The initial implant failed, prompting the use of a sandwich technique as a backup. The first implant held long enough for the second implant to fail, and ultimately, the first implant pulled through the rotator cuff tissue, leading to the failure of the second implant. The aflex402 arthroflex dermal allograft graft was reloaded onto the ar-19007gs graft spreader for another attempt. The surgeon suggested trying the knee fiberstitch due to its longer depth stop. However, the depth stop was confirmed to be set at 18 and not a contributing issue. Three fiberstitch devices were attempted, including two through the nevaiser portal, but none remained implanted. The surgeon observed the graft failure, which was attributed to the medial implant failure. As a result, all arthrex cuffmend products were explanted. The aflex402 arthroflex dermal allograft graft failed to remain in place and was subsequently removed. The surgeon then proceeded to open and implant a non-arthrex product, which successfully remained implanted. This was discovered during a procedure on (B)(6) 2025. Additional information was received on 09/24/2025: a revision rotator cuff repair procedure with cuffmend augmentation was performed on (B)(6) 2025. During the initial procedure, the implants and sutures failed to achieve fixation, resulting in the graft being mechanically pulled out. The fiberstitch implants could not secure the graft to the native tissue due to insufficient depth stop length, preventing proper insertion through both graft and tissue. Multiple arthrex components were involved, including two ar-7559t tigerlink suturetapes and four ar-7255 fiberwire #0 sutures, all damaged during insertion. The ar-19007gs graft spreader functioned adequately during graft loading, though it was difficult to open and encountered resistance unrelated to patient anatomy. The acromion was not contacted during use. Due to implant failure, all arthrex cuffmend implants and disposables were removed. The augmentation portion of the case was completed using a non-arthrex system. No arthrex products were used in the final augmentation. The surgery was delayed, though the duration was not documented. It is unknown whether additional anesthesia was administered. There were no unplanned incisions, and no adverse patient effects have been reported. The severity of the tear was deemed fixable and consistent with the planned augmentation. The patient¿s health status and recovery outcome remain unknown, but no further surgical intervention is planned. The surgeon has not reported any concerns regarding the patient¿s condition following the procedure. Additional information was received on 10/02/2025: this was a planned revision rotator cuff repair procedure. Although the implants and the cuffmend system failed during the procedure, these failures did not alter the surgery's classification as a revision. During the operation, two ar-1926bcsp biocomposite pushlock anchors failed to seat properly and could not be inserted. Damage to both anchors was noted during the insertion process, including failure of the peek eyelet, which revealed additional issues with the associated implants. As a result, the affected implants were not utilized to their full extent.